Event description:
A report was received that the pt underwent a lead revision due to high impedances. During the revision it was discovered that the paddle lead was broken. The paddle lead was replaced. The pt is reportedly doing well.